Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead's helix was not able to fully extend and sensing problems were observed. The rv lead was removed and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue and sensing anomaly were confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood or tissue. The helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damage inner insulation at the proximal region. The cause of sensing anomaly was due to damage inner insulation consistent with procedural damage. X-ray examination found the inner coils were compressed consistent with procedural damage. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.